Event description:
It was reported that following a pump replacement, the pt experienced a problem with the "coupling leaking" from the pump to the catheter. A CT scan showed the catheter was broken where the pump and catheter connected. There was no known related incident or accident reported. The pt stated that this "was repaired in another surgery." The pt stated that the catheter was not replaced as the pt's health care provider (hcp) was waiting to replace the catheter due to the pt taking plavix. The pt was placed on oral medications. The pt stated that medication (from the catheter) was "dripping into my back muscles." The pt was hospitalized on (B)(6) 2010, for several days. The pt returned to the hospital after experiencing withdrawal symptoms. There was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction to the initially reported information: it was reported things were working fine until (B)(6) 2010 when pump was replaced and the patient experienced a problem with the "coupling leaking" from the pump to the catheter. It was repaired in another surgery. The catheter was "now broke into at the tip of it, the rest of the catheter is laying out side of spinal cord dripping into my back muscles".

Event description:
Additional information was received from the consumer indicated due to the catheter breaking in a couple of different spots, the patient had the doctor remove it (pump) in (B)(6) 2010. The patient did not want to go through major surgery of replacing the catheter tube and had been on oral medications since then. The patient was doing "ok" and still had their stimulator that was working great.

Manufacturer narrative:
Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1996, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.